Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 211, blood glucose reading 126mg/dl. Customer also stated that they previously had a bent sensor. No additional information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.